Event description:
Customer's father reported that the customer has not been wearing the sensors due to the welts they create on the skin. It was reported that the customer has recently had high blood glucose, with readings above 300 mg/dl and 400 mg/dl. It was also reported that adjustments had been made to the settings of the insulin pump since it was noticed that the blood glucose readings were running high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.